Event description:
It was reported that the atrial lead exhibited under- sensing which was observed on the egm. The sensitivity was programmed to 0.2 mv. The undersensed p-waves were measured at 0.75 mv.

Manufacturer narrative:
No medwatch form was received.